Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen ( 2000 mcg/ml and 137.6 mcg/day) drug via an implantable pump for unknown indications for use. It was reported that the company representative (rep) was seeing pending alarm message on two pumps he was reading prior to a pump replacement. Both had a stall on 16-jan and a recovery on 17-jan. The rep doesn't know if he had the pumps in his possession on that date or not. The review of not recommending using pumps that had a stall prior to implant was done. Follow up addition information stated the rep called back to talk about considerations and technical services (tss) reviewed if pump has a pending alarm, it should not be implanted. The rep mentioned the healthcare provider (hcp) decided to implant the pump with the pending alarm knowing the pump may alarm after they update it. The rep reported they updated the pump and programmed just fine however now the pump was alarming and there was nothing showing in the logs as to why it was alarming. The rep stated he was seeing an active alert on the home page after interrogation. The active alarm that occurred due to pending alarm was silenced.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial#: (B)(4), product type pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned device passed all testing in the laboratory and no anomalies were identified. Concomitant medical products: product ID 8637-20 lot#/serial# (B)(6), product type pump medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.